Event description:
It was reported from a transplant center that when a unit of processed, frozen cord blood in the freezer bag of the device was received, although the cord blood unit appeared to be intact, the aluminum canister containing the frozen bag was not completely closed when lifted from the ln2 dry shipper. During the thaw procedure when the spike was inserted into the port, the technician observed a fine spray of blood coming from the corner of the cub bag. The leak appeared to be coming from the corner of the freezer bag distal to spike insertion. The technician closed off the leak using sterile hemostats. The spike itself did not puncture the bag. The transplant center performed bacterial and fungal cultures on the cord blood unit, which were negative. The recipient tolerated the transplantation without incident. Subsequent to the initial report of the event, no report of adverse sequelae developing in the recipient has been received.

Manufacturer narrative:
Device evaluation started, but not yet completed.